Event description:
It was observed, during the device inspection. That the ultrasound gastrovideoscope exhibited foreign materials in distal end and suction cylinder. Also, the distal end has a burr. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Event 2 and 3: based on the results of the investigation, the foreign material was unable to be specified. It is likely that the foreign material remained in the device because the reprocessing was not done properly due to leak failure. Event 4: based on the results of the investigation, the occurrence of the problem could not be confirmed. However, olympus could not identify a definitive root cause of the event. The subject event can be detected and prevented by implementation in accordance with the below instruction for use (IFU). Chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.